Event description:
Contact reported that tip of the mitek electrode broke during use. It was reported that not all of the fragments were retrieved from the joint at the time of the event. Contact reported that no pt injury was reported as a result of this situation.